Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, low defibrillation impedance measurements were observed on the right ventricular lead. Diagnostic imaging was performed and did not indicate any device defects. The device was reprogrammed and the patient was in stable condition.